Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented to the operating room for explant procedure to address fracture previously observed on the right ventricular lead. It was noted that the fracture was not addressed sooner due to patient clotting problems. The lead was explanted successfully. The patient¿s condition before, during and post procedure was stable.